Event description:
Pt's meter does not power on. Pt was feeling delirious. Pt did not take their medication for diabetes. Pt visited their physician who tested their blood sugar and treated them with insulin. Pt does not recall what the blood sugar reading was in the ER. Customer service checked that the batteries are good and are correctly installed and meter still does not power on. Based on the info provided by the pt, there is no evidence of a serious injury. Customer service sent pt a new meter. When the meter does not turn on, a pt cannot obtain a test result, which may lead to delay in treatment or treatment in the absence of a glucose value.